Event description:
It was reported that the patient was experiencing ineffective stimulation from one of their leads. Additionally, the patient's other lead had notably migrated. The patient underwent surgical intervention on (B)(6) 2024 wherein the patient's scs leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, one of the patient¿s leads had migrated down. The other lead was not providing adequate coverage. The patient underwent a revision where both leads were replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.